Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 54 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. The product will be returned.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and missing reservoir tube o ring.